Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Concomitant product: d334trg ICD implanted: (B)(6) 2012; 5076-45 lead implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. The left ventricular (lv) lead was returned to the manufacturer after being explanted due to system downgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.